Manufacturer narrative:
(B)(6) 2018 product investigation results: reporter returned products on 24-may-2018. Concomitant toothbrush handle identified to be an oral-b power rechargeable toothbrush handle professional care 4729 on (B)(6) -2018. Toothbrush heads confirmed to be counterfeit.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6)-2018 that he/she bought an oral-b advance power rechargeable toothbrush, and the oral-b power oral care refills crossaction no longer fit on it. The consumer also stated that the other brush head broke off, and now the new ones did not fit on it. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided. (B)(6) -2018 received consumer follow-up: the consumer reported that he/she tried to get it off and now everything came off, and the entire handle had burst. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that he/she bought an oral-b advance power rechargeable toothbrush, and the oral-b power oral care refills crossaction no longer fit on it. The consumer also stated that the other brush head broke off, and now the new ones did not fit on it. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2018 received consumer follow-up: the consumer reported that he/she tried to get it off and now everything came off, and the entire handle had burst. No further information was provided.